Manufacturer narrative:
The insulin pump was received with no audio alert due to open l6 on the printed circuit board also, hardware low level failure alarm variable 3 during self-test and was confirmed in the insulin pump history due to cold solder joint on the u1 keypad assembly. The power management tool confirmed power system error was triggered when backup battery loaded voltage was less than 3.5 v for four consecutive hours due to resistance issue at j6 connector. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had keypad overlay texture damage, cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had no volume and beep. The customer's blood glucose was unknown at the time of incident. The customer stated that there was no beep when they tried to select the volume. The customer stated that they received a pump error alarm during self-test. The customer stated they were able to clear the alarm. The customer stated that a battery error occurred then needed to rewind the set. The insulin pump will be returned for analysis.